Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: last basal delivery was on 08/20/2014@11:21am. The total daily dose adds up and reflects the programmed basal rate target. Several ghost-boluses are observed in the bolus history and the black box on 08/19/2014, no canceled bolus is recorded. The pump reflected 24u after a 24hr on 1u/hr duration test; ¿advanced boluses¿ were correctly delivered and recorded at the correct time and order in the bolus history. The keypad is undamaged and all buttons are properly responsive. Unable to duplicate ¿ghost-bolus¿ complaint, the product performs within specficiations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.